Manufacturer narrative:
It was reported the patient experienced a burn that caused raw, very painful open sores on their chest under the universal patch. The universal patch or mcot sensor was not returned for device evaluation. Engineering evaluation was unable to be performed on the patch as it is single use and was not returned. Allegation is confirmed through images of patient skin irritation attached to this case and is most probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel components. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported that on (B)(6) 2024 the patient was burned by the c6 sensor while they were sleeping. The patient reported that the sensor electrocuted and "severely" burned them. The patient reported that there was a burn on their chest in the shape of the sensor. The patient detailed that the burn was painful, very red and open sore and raw. Due to the burn the patient went to the urgent care. It is unclear if they burn was treated with any medication. This report is related to 133409-2024-00052.